Event description:
It was reported that the product was used but did not appear to have been resorbed which caused irritation and infection. The area was additionally debrided and the membrane was replaced.